Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to an outside hospital with right flank pain and ecchymosis. The patient had bleeding in the right chest and a flank hematoma. Computerized tomography showed a right lateral chest intramuscular hematoma and no active extravasation. That patient was tachycardic, anemic, lightheaded, dyspneic on exertion, and had a hemoglobin of 10.5. The patient was transferred to their primary hospital on (B)(6) 2022 due to anemia. Acetylsalicylic acid (asa) and warfarin were held. The patient was given fresh frozen plasma (ffp) and packed red blood cells (prbc). Hemoglobin remained stable. Interventional radiology and thoracic surgery stated no intervention was needed at this time. Low dose warfarin was restarted. The patient's international normalized ratio (inr) range was lowered. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.